Event description:
The hcp reported that a priming bolus was programmed for 20 hours instead of 20 minutes as it should have been. Per the hcp the pump had been updated about 4 hours ago. The hcp canceled the bolus and programmed a new bolus to prime the remainder of the system. The pump was used to deliver gablofen. No patient symptoms or outcome was reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8596sc, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8 596sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. Product ID 8598, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. Product ID 8703w, lot# l42499, implanted: 1997-(B)(6), product type catheter. Product ID 8840, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).